Event description:
It was reported that the joints of the spider 2 tenet 7615 assembly move freely. No patient injury or complications were reported.

Manufacturer narrative:
Device received by manufacturer. There was no relationship found between the returned device and the reported incident. The unit passed all functional tests including load/pull tests. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Manufacturing records show that the device was released into distribution new in december of 2014. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.